Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the clip applier instrument involved in the complaint to perform failure analysis. The clip applier instrument was analyzed and found to have one severely bent grip, causing misalignment of the grips. A clip cannot be properly loaded on the grips. The grips do not show cracking damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clip applier would not release clip. The procedure was completed with no reported injury.